Event description:
It was reported that the cast saw blade appeared dull and marked the skin of a pt. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint was returned for evaluation. It was visually confirmed that there were no chipped or broken teeth present. Measurements performed on the blade confirmed conformance to specifications. It was not possible to determine the definitive root cause for the issue.